Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 598 mg/dl and current blood glucose level was 266 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with manual injection. Customer assisted with troubleshooting and there was no any air bubbles and no leak were found. Customer reported that the bolus history displays all bolus entries based on their recollection. Customer performed displacement test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.